Event description:
Hcp reported after implant, the patient required ever increasing doses of medication without response. Pt was up to 800 mcg/day and no change in spasticity was noted. On 2 separate occasions was seen in the clinic, the reservoir was noted to have too much residual in it, pt was given a 100 mcg bolus and had a good response to it. The second time, pt was also started on oral baclofen. Since the pump replacement surgery, the patient has been doing fine on 245 mcg/day of medication.